Manufacturer narrative:
Updated information received via revision operative notes. Review of the primary operative notes does not indicate root cause. The primary operative notes state "a standard patellar cut was made". The depth of the reaction and technique utilized to make the cut were not described. Revision operative notes indicate the patella appeared very thick. It was measured to be approximately 31 to 32 millimeters. No further description of the explants that would indicate root cause was provided. The surgical technique states "it is important to measure the patellar thickness before preparation and be very careful not to increase the thickness of the patella construct". It is unknown if the surgical technique was followed with respect to patellar preparation. A definitive root cause cannot be determined. Device history records were reviewed and found conforming. The information provided on the form was previously submitted under manufacturing report number 1822565-2012-00504.

Event description:
It was reported that the patient was revised due to pain.